Manufacturer narrative:
An event of difficulty fully retracting the valve into the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment, to determine if there were any device-related causes, could not be performed as the device was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant using a large flexnav delivery system. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The procedure was started, with all the steps being followed and without any complications. The implantation of the navitor began, when the clinical staff realized that the valve would need to be repositioned. According to the instruction for use (IFU), when trying to perform the recapture, the sheath did not reach the nose cone and retraction was done through the fine adjustment of the delivery system, which was also not possible, leaving approximately a diamond of the valve without being sheathed. The physician decided to release the valve in the descending artery of the patient. A valve in valve procedure was performed with a new flexnav and a new valve that completed the procedure successfully. There was no harm to the patient. The two valves remained in the patient.

Manufacturer narrative:
An event of difficulty fully retracting the valve into the delivery system was reported. The device was received for investigation and no anomalies were found, with the device retracting a test valve under non-physiological conditions with ease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.